Event description:
Sporadically low sodium and chloride were reported out from one of our roche cobas 501 analyzers from september 23rd through september 26th. The quality control samples during this time window were always acceptable. The problem was detected when patient results were repeated because of abnormally low results. This occurred very rarely and sporadically over 9/23-9/26. Roche service was requested on 9/27; it was discovered some of the rinse tubing that was changed previously has become pinched because of the placement. This is the third instrument failure event happened to us in one month. Chloride and sodium orders from 9/23 to 9/26 were repeated, and a total of 5 patient reports were corrected. Two examples are shown below: patient 1, chloride: initial report 79 mmol/l (life threatening low), corrected report 102 mmol/l (normal) patient 2, sodium: initial report 129 mmol/l (low), corrected report 138 mmol/l (normal). Both tests were impacted from 9/23 through 9/26. Reference report mw5146485.